Event description:
Customer reports that insulin pump was not working properly. Customer reports that blood glucose was unusually high and also believes that he is not receiving enough insulin. Blood glucose was over 280 mg/dl. Customer was not able to continue troubleshooting as he did not have tubing clamp. Customer was advised to call back when in receipt of tubing clamp. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.